Event description:
A pt underwent a single-level kyphoplasty with no apparent complications during the procedure. It was reported that several minutes after the procedure was over, while transferring the pt onto a hospital bed, the pt arrested. There was no attempt to resuscitate the pt as the pt/family had elected not to proceed with resuscitation efforts in such an event. The pt eventually died. It was reported that the pt had multiple comorbidities and that the treating surgeon believed this incident was not related to the procedure, but due to a possible myocardial infarction following the procedure.

Manufacturer narrative:
Method- other; follow up conversation with company representative.